Manufacturer narrative:
Eval codes: device was not returned for eval. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on (B)(4) 2013 via email by the polyform distributor ((B)(4))that they have received a complaint on (B)(4) 2013 regarding a polyform product from a pt's legal rep. The complaint states that as a result of the polyform implant (date of implantation is (B)(6) 2008), a pt injury occurred. The pt is identified as "(B)(6)". Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is the (B)(6), USA. The physician who treated the pt is dr (B)(6); no telephone number is available. The polyform part number and lot number have not been provided. No other info regarding the product or the pt is available at this time.